Event description:
A customer contacted beckman coulter inc. (Bci) stating that a lactate dehydrogenase (ldh) reagent cartridge leaked. No injury was reported.

Manufacturer narrative:
The customer did not report any system issues. A replacement cartridge was sent to the customer.